Event description:
Caller reported experiencing a cartridge alarm 20 on multiple dates. There was no adverse impact to the customer's blood glucose level. In response, technical support decided to replace the customer's pump, which was still under warranty, with a new one featuring updated software. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was provided with instructions on how to place the pump into storage mode before returning it. Technical support confirmed the shipping address and sent out a replacement pump along with six cartridges, instructing the customer to return the problematic pump within 10 days to avoid charges.